Event description:
"Death: (B)(6) 2019: tevar was performed. J graft open stent graft (japan lifeline) was used for tar (total arch replacement). Additionally, a tx alpha thoracic endovascular graft (cook) was implanted. Then, endoleak type iii was observed between these two devices. For the endoleak, the physician attempted to implant the relay plus device. Due to the position of the tx alpha device, the relay plus device had to be implanted around the distal end of the tx alpha device up to the celiac artery (zone 4). In order to improve the relay plus device's deployment, a ctag with active control system (45-150mm, gore) was implanted up to the superior mesenteric artery. The procedure was successfully completed. (B)(6) 2019: in the morning, the patient passed away because of intestinal necrosis. The physician denies causal relationship between the patient's death and the relay plus device." Patient outcome: "death".